Event description:
The customer reported to customer service that when she was unplugging her pump from the outlet, the transformer box fell apart into pieces. Customer confirmed she had never dropped the power cord before, and the pump still worked with the battery pack. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(6) 2012, she indicated that she did not witness any smoke, fire, sparking, or melting, but confirmed a breach in the transformer housing, stating that the housing was cracked in two places: a large triangular crack on the back where the cord comes out, and cracked in the seam all the way around the rest of it. The whole top part would come off. In summary, the product evaluation revealed that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary - a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 56.0 ohms, which is normal and indicates that the thermal fuse did not blow.